Event description:
Additional information received noted that the health care provider was still the same. The device(all components) were removed 3-4 months later due to infection. Specific date was unknown.

Event description:
The patient reported clear, watery, drainage from the pump pocket site. Follow up with the hcp indicated that the patient presented with symptoms of infection in 2007, including redness and drainage at the pocket site. Cultures were obtained which were negative for growth. The patient was treated with IV antibiotics and total device system explant. The infection resolved.